Event description:
It was reported that the control panel/user interface height drops really fast and does not stay locked in place. The ui came down onto the user's leg while seated in the stool/chair. The injury reported was minor per the user.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference #: (B)(4).